Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8835, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving intrathecal dilaudid. The indication for use was non-malignant pain. It was reported that a bolus was unexpectedly declined. The patient was having difficulty remembering the training he was given by the manufacturer's representative (rep). It was noted that the patient was still on medication from the surgery and could not remember some of what the rep said. The patient remembered a colored screen on the personal therapy manager (ptm). The patient tried all weekend (from (B)(6) 2016) to get a bolus but could not. The hcp also tried but had difficulty. The hcp eventually got a bolus. The patient confirmed he got a bolus on the morning of (B)(6) 2016 as well. The patient could not remember all the screens he saw during the lockouts. The patient saw the poor communication screen and the bolus denied screen, but he was unsure if there were other screens. The patient was not sure if the ptm was working because he could not feel the bolus. The patient clarified that he received no pain relief from the bolus. The patient had also not received good pain relief from the pump yet, but the patient confirmed that the hcp was still titrating the dose. The change in therapy/symptoms was sudden. The patient confirmed that after speaking to the manufacturer's patient services specialist, it took a lot of anxiety away because he understood better. Additional information was received from the patient on (B)(6) 2016. The patient stated that the pump was not working because he was not getting any pain relief. He reported feeling nothing when he used the ptm. He reported that he got 3 shots in the neck for his stiff neck and he felt funny 10 minutes after the injections. The healthcare professional (hcp) turned the pump off the same day as the injections ((B)(6) 2016). The patient stated that he was very sick and could not move for the next few days. He collapsed because the pain was so high. He went to the emergency room (ER). The pump was turned back on (B)(6) 2016 and the patient was starting to feel better, but he thought it was the injections. The patient stated that the hcp wanted to take the pump out. The patient wanted to know whether the pump could be checked without turning it off. Additional information was received from the patient on (B)(6) 2016. He stated that he'd had the pump for 2 months and had had "little to no relief." He asked for someone to tell him how the pump works, where the medication is delivered, and if it's supposed to cover the whole body. He stated "it's like it's not being injected or it's at a low dosage." The patient was redirected to discuss concerns with his hcp, but the patient stated that the hcp didn't have time to sit down and explain things to him and that the hcp didn't have time to turn the pump up to a therapeutic dose. The patient stated "he shut the pump off the other day and I felt no difference." The patient reported being told that the hcps handheld programmer could check the pump. He asked if there's a way to check where the medication was being delivered. The patient stated that the hcp said the government has so much control over the pump and the patient would never get better. The patient was going to look for another hcp. He stated that the pump was delivering dilaudid 5.5 mg/ml and 0.327 mg/ml every 6 hours. Additional information was received from the patient on (B)(6) 2016. The pump therapy was reportedly not assisting since implant; it wasn't doing what he expected it to do. He stated that his hcp had given him the option to remove the device or therapy. He stated that he doesn't want to give up on the therapy, but wants to know what his options are in order to make a better informed decision. The patient mentioned that he understood the hcp was under scrutiny or guidelines for prescriptions, but the patient had no quality of life and his preexisting condition was only going to get worse with time. The patient stated that he had an appointment with his hcp on (B)(6) 2016 at 3 pm and would follow-up. Additional information was received from the patient on (B)(6) 2016. He stated that he could feel the bolus being delivered, but didn't feel the medication being delivered through the pump; he asked if that's normal. It was reviewed with the patient that the medication being delivered through the pump was a continuous drip so the patient wouldn't feel it. The patient stated that his hcp didn't explain things to him and has a thick accent. He stated that he kept telling the hcp "I'm not feeling it ," as in the affects of the medication. He stated that the hcp said the only way to know whether it was working was to shut it off. The hcp shut the pump off on him and he found out the hcp wasn't supposed to do that and there were other ways of testing to see whether the pump works. The patient stated that it was an awful experience after the hcp turned the pump off and that the hcp said "well now we know it works." A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer indicating per the office the patient was in the middle of a bridge bolus when the issue was reported and the device was currently working as expected now that the bridge bolus was complete. It was further reported by the patient that they were seeing the 8503 code on their personal therapy manager (ptm). The code was for a physician bolus in progress. The pump was refilled recently. The patient was in pain because he couldn't get a bolus. The patient noted the issue was not resolved. The patient noted he was still in a titration phase so he didn't feel the pump had really helped with his pain. The patient was to follow-up with their healthcare provider (hcp). If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient stated the pump medication is too low and has not covered his pain and the physician refuses to increase the pain medication.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient receiving dilaudid (hydromorphone) and bupivacaine. The rate of dilaudid (hydromorphone) was reported as 1.999 mg/day and 0.801 mg bolus. The bupivacaine was at 1.201 mg/day. The patient has had back degeneration since 2013 and feels like a 9 inch knife is sticking in his back. Since implant the pump has not worked to its full potential. The patient does not get relief from the pump's continuous delivery. He only gets relief when he uses his personal therapy manager (ptm). It affects his walking and speech. The patient had to call the hospital one time in (B)(6) 2016 and the healthcare provider shut the pump off to see if it was delivering to the spine; they checked it with a scope. The healthcare provider has given him "narcos," which he has been taking for 4 or 5 years, but they don't do any good. The patient was to follow up with the healthcare provider to resolve the symptoms. The pump was refilled on (B)(6) 2016 and the ptm displayed the code 8503 which meant a physician bolus was currently in progress as indicated in labeling. The bridge bolus duration indicated that the patient had 64 hours, 51 minutes until the bolus would complete. The ptm was working as designed. (B)(6) 2016 was a rainy day, which made the patient's pain worse. The patient was in really high pain because he was missing his boluses, which he uses like 5 times a day. The patient was going to take aleve.

Event description:
Additional information was received from the consumer on (B)(6) 2016. It was reported that the patient was not getting any pain relief from the pump therapy. The patient had never received therapeutic relief. The patient experienced pain when he was up and walking. He was out shopping yesterday, and his pain was tremendously high. It was noted that the other drug in the pump was like novocain, and that was the only thing that gave him relief, but it only lasted for 38 minutes. The patient continued to take 5mg narcos four times per day. The patient didn't think his hcp was familiar with pumps, so additional physician listings were requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.